Event description:
Related manufacturer reference numbers: 3006705815-2022-00102, 3006705815-2022-00104. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored. It is unknown which two leads were replaced, therefore all leads are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.